Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported from a morgue that the patient was deceased. Information received from the database revealed the patient died approximately 8 years post implant of the implantable pulse generator (ipg) system. The decedent was found at home in a sitting position on a couch. It was reported that the patient had a possible heart condition and other complications (unspecified). It was reported that the death was cardiac in nature and the ipg was suspected to be related to the death. No additional information is available.